Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported problem, image loss as a result of circuit board failure and damaged contact of the camera unit. Also, water tightness integrity loss due to a cut in the cable unit. The cabling has multiple buckles/kinks. Additional information requested from the customer regarding the details of the reported event is pending. Also, the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer camera head has ¿no image (probably cable break)¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the image was not displayed, was due to faulty cable. The event can be detected/prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.